Event description:
Litigation papers allege patient was revised to address discomfort, pain and soreness which affected ability to walk and move. Additionally it is alleged that patient is a risk for injuries associated with metallosis from the minute particles remaining in the patient's body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.